Event description:
It was reported that the customer was getting a button error alarm on the insulin pump. Customer's blood glucose level was 3.6 mmol/l. Customer ate something then treated with the pump. Customer tried to treat herself when she got the button error alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm noted. Intermittent button response due to corroded keypad traces. Cracked liquid crystal window, cracked case near liquid crystal display window corner, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)